Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was received partially applied. The clip counter was not active. Microscopic evaluation of the instrument noted that the jaws were misaligned and spread apart. The clip track of the right jaw was observed to be damaged and evaluation also noted that the instrument was cycled to load a clip, the clip fell out of the jaws unformed due to the damaged jaws. The jaws opened and closed without difficulty. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that there was an issue with the loading or firing of the clips. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the distal end of the device is subjected to excessive manipulation or applied over an obstruction during application of the instrument. The manufacturing records for each device are thoroug hly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, there was an issue with the loading or firing of the clips using the clip applier. The surgeon was able to squeeze the handle but the clips were not able to load properly into the jaws at any point during use. To resolve the issue and complete the case, another clip applier was used. The patient outcome was reported as alive with no injury.